Event description:
The customer observed a falsely depressed alinity I free t4 result for one sample. The following data was provided (customer provided reference range is 9 to 19 pmol/l): (B)(6) 2024 sid (B)(6) initial result = 13 pmol/l, repeats = 20 pmol/l and 23 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify trends for list number 07p70, however, an increase in complaint activity for lot 57272ud00 for falsely depressed results was not identified. Additionally, in-house performance testing was completed which indicates the product is performing as expected. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 57272ud00 and the complaint issue. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 for lot 57272ud00 was identified.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed alinity I free t4 result for one sample. The following data was provided (customer provided reference range is 9 to 19 pmol/l): (B)(6) 2024 sid (B)(6) initial result = 13 pmol/l, repeats = 20 pmol/l and 23 pmol/l no impact to patient management was reported.